Event description:
It was reported that a vns programming handheld computer's databases could not be exported to viewable files as the resulting files were empty. The data on the handheld computer was emailed to MFR and the database info was determined to be corrupt. The hand held and software flashcard have been returned to MFR and analysis is underway.